Event description:
It was noted that the patient's right ventricular lead exhibited failure to capture resulting patient symptoms of fatigue and dsypnea. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120737.